Event description:
A male with serious pulmonary disease, hyperpiesia, cerebrovascular disease, and a hostile abdomen, underwent aaa repair in 2007. The pt's anatomical form was considered suitable for endovascular repair. The procedure was conducted as labeled. After placing the zenith endovascular grafts, proximal (1820334-2009-00330) and distal type I endoleaks were found. Two iliac leg grafts were placed to treat the distal type I endoleak and then another MFR's stent was placed in the proximal and distal sites to successfully resolve the endoleaks. The pt has recovered.

Manufacturer narrative:
(B)(4). The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each zenith device is shipped with instructions for use (IFU) the indications for use, contraindications, warnings and precautions, the correct deployment procedure. Specific to type I endoleaks, the IFU lists key items that could prevent this failure mode from occurring: anatomical criteria, specifically of the infrarenal aortic section, anatomical criteria, specifically of the iliac distal fixation site, accurate placement of the grafts. The device remains implanted and no images were provided to assist in this investigation. At this time, we are unable to determine the root cause for this event, but we have notified the appropriate individuals and we will continue to monitor for similar events.